Manufacturer narrative:
Implant was placed sometime in 2006. No precise procedure dates available implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after almost 15 years in situ.

Event description:
Implant fracture.